Manufacturer narrative:
Section a patient information, no patient information provided. An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Event description:
The customer stated sodium and chloride is not accurate for 30 patient samples when processing on the alinity c processing module. Data was provided for a patient sample where results were not reported out of the lab. Sodium initial 107, repeat 139 mmol/l. Chloride initial 142, historical result of 106 mmol/l. Customer normal reference range: sodium 136-145 mmol/l, chloride 98-107 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and replaced the ict modle, resolving the issue. Return testing was not completed as returns were not available. The instrument service history review for (B)(6) revealed no additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending for the alinity c processing module did not identify an increase in complaint activity. A review of tracking and trending for the ict modle did not identify an increase in complaint activity. Review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the alinity c processing module for serial (B)(6) or the ict modle were identified.

Event description:
The customer stated sodium and chloride is not accurate for 30 patient samples when processing on the alinity c processing module. Data was provided for a patient sample where results were not reported out of the lab. Sodium initial 107, repeat 139 mmol/l. Chloride initial 142, historical result of 106 mmol/l. Customer normal reference range: sodium 136-145 mmol/l, chloride 98-107 mmol/l. No impact to patient management was reported.